Event description:
It was reported by the plaintiff's attorney that "on or about (B)(6) 2010, plaintiff" was "implanted with an ams monarc sling" to treat "stress urinary incontinence and/or pelvic organ prolapse." The plaintiff's attorney alleges that the pt "suffered serious bodily injuries including, but not limited to, extreme pain, vaginal erosion, dyspareunia, abdominal and pelvic pain, recurrence of urinary incontinence, additional surgery and/or other injuries." The plaintiff's attorney also alleges that the plaintiff "experienced significant mental and physical pain and suffering, has required add'l surgery and/or medical treatment, and she has sustained permanent injury." The plaintiff's attorney further alleges that the product "caused plaintiff severe mental and physical pain and suffering" which "will result in some permanent disability to her person."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.